Event description:
It was reported by the patient's family that the patient is deceased and died two days after lead replacement. The patient's family further noted that no therapy was provided by the implantable cardiac defibrillator and that external defibrillation was required. Additional information obtained noted that the patient verbalized that was "going to pass out" and then collapsed. Emergency medical services was notified and resuscitation efforts were initiated. The patient's initial cardiac rhythm was noted to be pulseless electrical activity. Upon arrival to the emergency room the patient was in cardiac arrest and was intubated. The patient's received external defibrillation as the underlying rhythm changed to ventricular fibrillation. Resuscitation efforts were unsuccessful and the patient died in the emergency room. An autopsy was declined by the family.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.